Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during implant this right ventricular (rv) lead was explanted due to infection. There were no additional adverse patient effects reported.